Event description:
It was reported that the physician found the tip of the subject guidewire had coating peeling. Additional information received confirmed there was hydro peeling to the subject guidewire. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event